Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - stem. Reported event was confirmed by review of radiographs. Review of the available records identified the following: left total shoulder arthroplasty with disassembly of the humeral component. Possible loosening of the humeral stem. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 -02525.

Event description:
It was reported that the patient was revised as the tray disassociated from the stem. No additional patient consequences were reported.